Event description:
It was reported that, "correcting rotation on femur - teeth on handle gave way. We were unable to retrieve broken pieces from insertion site. Event did not effect outcome of case."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.